Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon evaluation of the electrode belt, the electrode belt connector was damaged and was unable to plug into a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's belt connector was damaged and unable to connect to a monitor.